Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed a lead had fractured and migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead fractured and migrated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120426.